Event description:
Info received indicates the casters continue to swivel at the head of the bed when in brake.

Manufacturer narrative:
The tech replaced the worn head end brake casters to repair the bed.